Event description:
It was reported that pump generated cartridge alarm 20 during load process, and caller noted similar alarms had occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, provided instructions for putting original pump into storage mode and returning it within required timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.